Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (relay 85). The relay 85 system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)).

Event description:
It seems a type IV or iii endoleak occurs at the middle of stent-graft. Mr. (B)(6) (of the distributor) said it happened several times when using the latest batch of product. So far patient is ok.